Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results on a nasal kitted swab with the ID now covid-19 assay on (B)(6) 2021. Confirmation testing with an in-house and third party laboratory pcr (dates of collection/testing not provided) provided negative results. The patient was asymptomatic at the time of testing. No additional patient information will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion. Please updates to section: d3, g1, g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m139346 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m139346, test base part number 190-430 / lot m139346. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139346 showed that the complaint rate is 0.05%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.